Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of stroke and neurological event are known observed and potential adverse events as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that during the left internal carotid artery stenting procedure, the patient experienced some facial paresthesia prior to contrast injection which resolved that day. Two days post-procedure, the patient was hospitalized with a stroke and was treated with heparin. There was no additional information provided.